Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the part number for a replacement blower assembly; however, it could not be confirmed if the customer replaced the specified part. Multiple good faith efforts (gfe) were performed on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024 for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a blower that would stay at 3000 rpms (regardless of settings), and the blower amps increases. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a blower that would stay at 3000 rpms (regardless of settings), and the blower amps increases. The rse advised the customer to replace the blower, and customer was provided with the part ID for a replacement.